Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® ultra. The patient developed a ¿vascular occlusion¿ so the healthcare professional immediately started to dissolve with hylenex as a precaution for about 30 minutes as well as holding a hot compress to the injection site. After half an hour, the healthcare professional felt confident that the patient was no longer at risk of vascular occlusion and gave the patient post care instructions.